Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
The report of ¿ineffective stimulation¿ was not able to be confirmed. Analysis and testing of lead a found a broken wire (channel 3) in the lead body, which was confirmed with electrical testing. However, it is unknown when this fracture occurred as there were no reported impedance issues and the ipg logs did not indicate any lead issues.